Event description:
It was reported that the right ventricular (rv) lead impedance was trending below 300 ohms and had increasing thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2009; product ID: 4524-45 implantable pacing lead, implanted: (B)(6) 1995. (B)(4).